Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the previously implanted lead presented noise in the ventricular channel. During the explant of that lead, it was not possible to identify any signs of damage. This lead also presented noise in the ventricular channel after only 8 days of implantation. This time the cause of the noise was identified as subclavian crush. This lead was explanted and replaced.